Event description:
It was reported that the bd syringe 3ml ll 200 s/c barrel/flange was damaged. The following information was provided by the initial reporter: material # 309657. Verbatim: rcc received a complaint via email. Incident details: had to provide pt with sedation. When ems grabbed fresh syringe from IV back (3m), ems did not notice the small cracks at the base of the syringe (where plunger was). Ems drew up medication and noticed it all leaked out the bottom, causing ems to have to get a new syringe and second bottle of midaz to draw up. Due to syringe failure, it caused a delay in providing pt medication and reduced the amount of medication (midaz) ems had on hand incase pt required more. Procedure: medication administration to provided pt via im injection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received, a potential root cause could not be defined, and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Event description:
No additional information